Event description:
A customer reported that the touchscreen on their insulin pump was unresponsive, as it was frozen and would not respond to inputs. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to reset the pump with assistance from technical support but was unsuccessful. Consequently, the customer opted to use manual insulin delivery (mdi) as a backup.